Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated a patient's blood was drawn from an arterial line at 6:22 a.m. A test was performed on the inform ii system using that sample at 6:27 a.m., and the result was 115 mg/dl. The patient was feeling lethargic at the time, and the reporter could not say if any treatment was provided. The lab test was not analyzed until 7:07 a.m., and the result was 44 mg/dl. The result was not reported until 7:33 a.m. A test was performed on the inform ii system at 7:35 a.m., and the result was 35 mg/dl. The customer was treated, but the type and amount of treatment was not provided. Three attempts were made to gather additional information, and these were not successful. The manufacturer requested return of suspect product for evaluation.